Manufacturer narrative:
The device has not been received for investigation at lemaitre burlington for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It was not documented what was done to remove the detached balloon; however, no patient injury was reported. The instructions for use (IFU) include the following warning regarding possible complications: in common with other catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
It was reported that during a procedure to remove thrombus within an artificial blood vessel, resistance was encountered, likely due to the hardness of the thrombus. Upon withdrawal of the catheter, it was observed that the balloon had detached from the device. No patient injury was reported.